Event description:
It was reported that during a unspecified procedure of the unspecified vessel, the nc trek balloon dilatation catheter (bdc) was being advanced in the guide catheter when the shaft was noted to be kinked. An attempt to straighten the shaft resulted in a separation. The device was removed from the anatomy without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for evaluation. Subsequent information revealed the device was discarded. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. It should be noted that nc trek instructions for use (IFU) states: do not use, or attempt to straighten, a catheter if the shaft has become bent or kinked: this may result in the shaft breaking. Instead, prepare a new catheter. In this case, it is likely the IFU deviation contributed to the shaft separation. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.